Event description:
It was reported that the pulse generator exhibited battery data of 3.12 v, 15 ua and less than 1 k. The patient was not pacemaker dependent. Given that the patient did not typically pace, the device was to remain implanted and the patient would be monitored.

Manufacturer narrative:
No medwatch form was received.